Event description:
It was reported that upon pulse generator interrogation, no battery voltage was displayed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.